Event description:
The hospital reported that the device stopped working in the middle of a laparoscopic cholecystectomy. The procedure was completed with a different transducer. The hospital has been contacted for additional information and based on a conversation with a staff, they were using a sonosurg long hook 5mm handpiece with the transducer. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's claim, as the transducer unit is generating ultrasound energy output without any problem. The transducer was received with the rear cover and protector boot unscrewed, detached, and there was evidence of physical damage on the transducer. The cause the user's experience cannot be determined at this time. However, if relevant information becomes available a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.